Event description:
Based on the information provided (15) 52-6800 internal set screws malfunctioned during case. The cracked internal set screws and 2 of the parallel rod connectors were replaced. There were no contributing factors and the patient was sent to post-operative recovery.